Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse from the emergency room reported via phone call that the customer thinks the insulin pump is not working right. The nurse stated that the customer is not with her and was advised to have the customer call back to troubleshoot.